Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated longevity remaining decreased from 2.5 years to 3 months over the course of 1 year. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.